Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe2816, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw#5094385.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used for wound closure. During the procedure, there was a potential fractured needle. Upon completion of wound suturing, a physician noticed the needle had a sliver missing from the needle entry point. The sliver was not visualized on post procedure chest x-ray. The needle will be returned for evaluation. It is unknown how the case was completed. There were no patient complications reported.